Event description:
It was reported that the radifrequency programmer head failed to maintain telemetry with an implantable heart device. The programmer head was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer head was able to interrogate, using a known good programmer, however it did fail its e-field immunity test and therefore the cable was replaced. (B)(4).